Event description:
It was reported that 9 of the bd precision glide¿ needle experienced occlusion. The following information was provided by the initial reporter: we have 9 obstructed needles bd 30gx1" per 2 needles; all from the same batch.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 31-may-2023 investigation summary it was reported the needles were obstructed. To aid in the investigation, two samples with no packaging blister were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305128, lot 2299229. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 of the bd precisionglide¿ needle experienced occlusion. The following information was provided by the initial reporter: we have 9 obstructed needles bd 30gx1" per 2 needles; all from the same batch.